Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-06738. Reference MFR report: 1627487-2013-06739. It was reported, the pt will have her scs system revised. The pt has been experiencing uncomfortable stimulation in her stomach and ribs. Follow-up information identified the pt underwent surgical intervention on (B)(6) 2013. The physician repositioned the pt's scs leads. The issue is resolved.